Event description:
While injecting at high pressure, the high pressure contrast injection tubing ruptured spraying contrast. There was no patient or clinician harm or injury as a result of this event.